Event description:
This complaint is related to tw# (B)(4) (fiber optic sensor failure alarm). This is for the 2nd iabp - it was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the unit had a fiber optic sensor failure. When the balloon was trying to fill it would make an audible alarm with ¿fiberoptic sensor fail¿. It showed the pump on the screen where it was filling but it was short quick burst, under x-ray filling could not be seen. There was never any pressure or augmentation levels. The unit was changed to ECG trigger vs pressure and still never got filling. There was no visible damage to the fiber optic. The hospital used 1 console with 1 iapb, then changed to another console with a separate iapb, then used a 3rd console with the 2nd iapb. Therapy was never initiated with any console or any iab or was support. CPR was being performed, patient had no pressure, patient was intubated, and patient had v-fib arrest post pci. The patient had expired.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit, customer have a trained biomed who takes care of these issues. Additional information on this complaint was requested but the customer could not provide any other information, therefore this complaint is being closed. If information is received, we will reopen and update the complaint accordingly. H3 other text : device not returned to manufacturer.

Event description:
N/a.